Event description:
While using a byte night aligners, patient reported that were examined by their dentist for a cracked tooth and extreme pain. They were evaluated for underlying occlusal disease. A scan was completed, and it was identified that their posterior bite was too heavy putting them at risk for fractures. Their tooth broke due to their bite being off. Aligner treatment stopped; the patient will continue their treatment care under the guidance of a dental professional.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.